Manufacturer narrative:
The returned device was evaluated and a tear was found in the exposed portion of the soft cannula. After turning the ratchet gear, insulin was observed exiting the tear. It could not be determined how the cannula was damaged. The rest of the device functioned normally. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 318 mg/dl after wearing the pod between 36 and 48 hours on the leg.